Event description:
An attempt was made to deploy the absolute under a portable c-arm, which provides limited visibility of the vasculature. The physician was going ipsilateral, doing some iliac deployments with a 7x40 stetn. Using a .035 wire, resistance was felt on the thumbwheel after two clicks and then the system locked up. When an attempt was made to pull the entire system back through the sheath, it was noticed that the stent was not on the system. The physician noticed that there was something floatng in the sheath but it did not appear to be the stent. At first, the physician, did not believe the stent deployed , however, it was later discovered the stent did deploy but "jumped" forward partly in an unintended site. Another absolute was deployed to successfully covering the entire lesion. No additional information is available.